Event description:
It was reported that a patient underwent a sling procedure following a total vaginal hysterectomy on (B)(6) 2011. During the procedure, the surgeon hydradissected and then made an incision on the upper vagina, approximately 2cm from the urethral meatus and placed the wing guide. The surgeon then put the sling in place, adjusted it, and removed the sheath. The surgeon decided to clean things out using a syringe of saline. At this time, it was noted by the surgeon that the saline was coming out of the urethra. The surgeon removed the sling and repaired the urethra. After the patient heals, the surgeon plans on referring the patient to a urologist to have the sling placed. The surgeon opines that the cause for the intraoperative urethral injury was an abnormal urethra.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.